Event description:
It was reported that a trial pt developed a (B)(6) infection at the pocket site. Multiple external neurostimulators were utilized during the trail, as the batteries drained within 30 mins several times. Due to rapid battery depletion the devices had to be switched. Some of the batteries had been stored in cold weather. The pt did not go on to receive an implanted neurostimulator.

Manufacturer narrative:
(B)(4).